Manufacturer narrative:
B2. The exact date of death and event date (b3) is unknown. Year and month are valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c93e, serial/lot #: (B)(6), ubd: 02-jul-2026, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Three endurant stent grafts (etlw1616c124e, sn (B)(6); etlw1620c124e, serial # (B)(6) and etlw1624c93e, serial# (B)(6)) were implanted emergently to treat an aneurysm rupture due to a type iiia endoleak involving a previously implanted talent aaa stent graft system implanted 16 years prior. The patient also had an additional endurant ii limb implanted 3 years and 10 months prior to this intervention. The endurant limbs had to have been extended all the way up to flow divider of bifurcated talent graft to achieve a junctional seal followed by aggressive ballooning with a reliant balloon. An angiogram confirmed the resolution of the type iii endoleak. The patient continued to receive treatment after for complications related to the aneurysm rupture. It was reported the patient expired. Per the physician the cause of the type iii endoleak and subsequent rupture is undetermined. The cause and exact date of death was not provided.

Manufacturer narrative:
B5: additional information received : it was reported that the patient¿s death was related to device-limb separation and the subsequent procedure to fix it. The patient died one day after the emergency procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.